Event description:
The report indicated leakage was noted from the housing of the device during ventricular assist. The device was changed out with no pt injury. The device is indicated for use during cardiopulmonary bypass only.